Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter. Product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8780, serial#: unknown. Product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 12-nov-2020, UDI#: (B)(4); product ID: 8709sc, serial/lot #: (B)(4), ubd: 17-jan-2014, UDI#: (B)(4). Product ID: 8780, serial/lot #: unknown, ubd: 17-jan-2014. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from an healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving baclofen (1,000 mcg/ml, 130.2 mcg/day) via an implantable pump for intractable spasticity. Information received reported the hcp had performed a dye study (unknown date) and noticed that the dye was pooling in the spine. The hcp decided to do a catheter replacement on the date of this call. The rep stated that when they opened the patient up, they noticed an 8709sc catheter that was non-active in the patient. The hcp then decided to remove the existing 8780 and add a new 8780. After adding the 8780, the hcp attempted to aspirate, but could not. After the hcp attempted to aspirate, the patient coded on the table. After everyone cleared out of the room and the patient stabilized, the hcp decided to cut the "collet and pigtail portion of the 8780" and added an 8784. After the hpc tripped the 8784 and connected it to the 8780, they were able to aspirate successfully. The rep was assisted in checking and programming the catheter lengths. Additional information was received from a manufacturer's representative (rep). It was reported that the catheter would not be returned. The rep reported pooling in the spine usually indicates a break or a disconnection, but this was speculative and the cause for the inability to aspirate was not determined. No further complications were anticipated/reported.